Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon burst occurred. The unspecified lesion was located in a vessel in the right arm. The physician advanced this 8-6/5.8/75 ultra-thin sds balloon dilatation catheter to the intended location. While inflating the balloon an unspecified number of times to unspecified atms, the balloon burst. Another balloon was used successfully. No patient complications were reported and the patient's status is ok.

Event description:
It was further reported that a fistulagram was performed in the 40% stenosed lesion located in the non-tortuous and non-tortuous cephalic vein. The physician inflated the ultra-thin sds balloon two times to 20 atms. The procedure was completed using an unspecified cutting balloon.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).